Manufacturer narrative:
Complaint conclusion: as reported, the doctor could not get the needle out of the 120cm outback elite re-entry catheter. It was removed and another outback elite catheter was used. The device was not used in the patient. The device was received for analysis and, during the visual inspection, a frayed/split/torn condition on the shaft was noticed with a segment of the cannula out of the torn area. Per the affiliate, the malfunction occurred at the hospital during the case. The device was stored per labelling and opened in sterile field. The intended procedure was a superficial femoral artery (sfa). There was no damage to the outback device noticed prior to opening the package. The device was prepped per the instructions for use (IFU). All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. The device did not kink nor bend at any time. A non-sterile unit of product outback elite 120cm re-entry was received coiled inside of a clear plastic bag. During the visual inspection, a frayed/split/torn condition on the shaft was noticed, with a segment of the cannula out of the torn area. This damage is located approximately at 122 cm from the distal tip. The cannula is fully retracted inside of the unit. Also, a curved condition on the shaft located approximately at 2.5 cm from the distal tip was noticed. No other damages or anomalies were observed on the returned device. Note: the outback elite catheters are packaged with the cannula deployed. Dimensional analysis was performed to verify the correct shaft outer diameter. Measurements were taken at three places, and dimensional results were found within specifications. During functional analysis, the unit was tested by actuating the slider button back and forward. However, it was stuck due to the frayed/split/torn condition on the shaft, and due to the cannula exposition. The frayed/split/torn area of the shaft was inspected with a vision system to obtain a magnified image. The edge of the torn material presented evidence of elongations. The elongations observed on the body/shaft edge material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the body/shaft material was induced to a tensile force that exceeded the body/shaft materials yield strength prior to the tear. The returned product was analyzed using an x ray-machine. The resulting image confirmed the presence of the cannula. However, it can be observed that the cannula tip was below the keyed housing and is trapped on the plastic portion of the body, causing the cannula to not exit adequately. This normally occurs when the cannula is over retracted (or retracted with a higher force than required). A product history record (phr) review of lot 17920532 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported cto catheter system prepping difficulty unable to deploy the needle and catheter (body/shaft)-unraveled/stretched were confirmed through analysis of the returned devices. However, the exact cause of the failures experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review, the condition of the cannula exposition (unraveled stretched condition) was likely due to procedural/handling factors as evidenced by the elongations noted on the body shaft material. Additionally, the condition subsequently resulted in the inability to deploy the needle. According to the information on safety within the instructions for use (IFU), ensure proper function of the outback elite re-entry catheter by retracting and advancing the cannula tip via proximal and distal movement of the deployment slide, and rotating the rotating knob which rotates the catheter shaft/nosecone. Fully retract the cannula tip via proximal retraction of the handle deployment slide until it stops. Prior to insertion into the body, ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked in the most proximal position. If not, repeat flushing sequence. The IFU also states, additionally, the IFU cautions, this catheter should only be used by physicians trained in peripheral percutaneous interventional techniques in a fully equipped catheterization laboratory. Do not use without completely reading and understanding this document. The outback elite re-entry catheter should be kept straight during flushing, preparation steps and during guidewire loading. A sterile gauze sponge with heparinized saline may be used to wipe the catheter (with the cannula in the retracted position) going from the proximal hub to the distal tip. Do not tug or otherwise overstretch the catheter to straighten it. Neither the product analysis nor the phr review suggests that the failures experienced by the customer could be related to the manufacturing process. Controls are in place to verify the device conditions, and all results were found to be accepted. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the doctor could not get the needle out of the 120cm outback elite re-entry catheter. It was removed and another outback elite catheter was used. The device was not used in the patient. The device was received for analysis and, during the visual inspection, a frayed/split/torn condition on the shaft was noticed with a segment of the cannula out of the torn area. Per the affiliate, the malfunction occurred at the hospital during the case. The device was stored per labelling and opened in sterile field. The intended procedure was a superficial femoral artery (sfa). There was no damage to the outback device noticed prior to opening the package. The device was prepped per the instructions for use (IFU). All the specified ports of the device were properly flushed. The ports were flushed, followed by a 30 second delay, and then flushed again. The device did not kink nor bend at any time.